Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, non-sustained rv oversensing episodes were observed. Review of the transmission revealed possible sensing latency of the paced qrs complex. Programming changes were suggested.